Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 and 3.2 was failed. A field service engineer (fse) found drawers 3.1 and 3.2 were not detected on the bus. Observed blinking light on the pyxis bus controller indicating an issue with drawer 3.1. Replaced the drawer controller for 3.1, after which 3.2 was detected but 3.1 failed to configure. Replaced the drawer controller for 3.2, rebooted the system, and both drawers were detected successfully. Customer recovered the failed drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 and 3.2 was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.